Event description:
The chemical indicator on the pouch will change color while sitting on shelf. This should not occur. The sterilization process should change the chemical indicator. Problem with all in this product line.